Event description:
It was reported, that during a tfn-advanced proximal femoral nailing system (tfna) surgical procedure, using the unium modular handpiece device and ao/asif quick coupling for drill bits. About a two mm piece of metal came out, during drilling, while using the surelock. Another device was used to complete the surgery successfully. There was no delay to the procedure. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided. This is report 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: additional narrative: as of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. D4: lot number unknown, g3, h4: unknown.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The received photo was reviewed. The described failure by the customer was confirmed. The received photo was reviewed and found that this is not a part or component for the reported unium handpiece art, that is reported in this complaint. Based on the additional photos were taken by the service center in japan, it is very clear that this part is not from a power tools. Furthermore, the device was not received. At this stage of the investigation the no cause can be defined, since the part is unknown and from where it is. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: update: the device photo was returned for evaluation. During repair, an evaluation was performed and it was determined that the part or component was not part of the reported unium handpiece art. Based on the additional photos taken by the service center in japan, it is very clear that this part is not from a power tools. Therefore, the reported condition was not confirmed. The assignable root cause could not be established. Correction data: the previous report stated the report was reported by mitek. The report was sent by depuy synthes.